Manufacturer narrative:
A visual inspection was performed on the returned device and there were no signs of any physical damage with the received cycler. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) pt's contact contacted technical services on (B)(6) 2015 stating the pt had peritonitis. Follow-up was made with the pdr pt's clinic registered nurse (rn), who stated the pt began reporting cloudy effluent and abdominal pain on (B)(6) 2015 and was requested to come into the clinic on (B)(6) 2015 for fluid culture. Per pdrn the pt was diagnosed with an episode of gram positive bacilli peritonitis on (B)(6) 2015. Per pdrn the pt practiced aseptic technique when completing peritoneal dialysis treatments and it was unk what attributed to the infection. Per pdrn no fluid leaks were reported during treatment or prior to infection. The nurse stated the pt was not hospitalized for the episodes of peritonitis and was initially treated with antibiotics in-center and continued antibiotic medication in-home. As of (B)(6) 2015, the signs and symptoms of peritonitis had resolved, and the pt continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Medical records were requested.